Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to the boston scientific corporation that a rx sphincterotome was used during a sphincterotomy procedure in 2007. According to the complainant, "the distal radiopaque marker detached and remained in the biliary duct". The procedure was completed with the same rx sphincterotome. There were no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".